Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed for temperature testing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to damaged and worn bearings from normal wear and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the attachment device was heating up. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.